Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a bypass of gastroenterostomy procedure. For the first firing, the surgeon clamped the tissue of the stomach and pushed the firing knob. A strong resistance was felt, however, fully fired the device. There was bleeding noticed from the cut end. Additionally suture and arrested the bleeding. Less than 200 cc of bleeding occurred. The stapling at the bleeding site of the cut stomach end seemed to be incomplete. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted of the device. The single use loading unit (sulu) was received fully fired and engaged in interlock. The knife blade displayed no damage. Functionally, the sulu was reset and loading with staples from a test sulu and then loaded into the returned instrument. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.